Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization from a car accident due to low blood glucose. Customer was the driver at the time of the accident. Customer's head was injured as a result of the accident. Customer also stated that she lost her transmitter when it was removed at the hospital. Customer was wearing a sensor at the time of the accident but it wasn't working because it was time to change it. The blood glucose reading at the time of admission to the hospital was 24 mg/dl and 130 mg/dl when she checked before leaving in her car. Customer stated she thinks the sudden drop in blood glucose was caused by gastroparesis. Nothing further reported.